Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that a knife would not cut. There was no harm to the pt reported.